Event description:
Limited info. Account reports five incidents in which leaking of the reported device occurred in the ICU during infusion of amphotericin, d5 and 1/2 normal saline. Leakage noted immediately. Rptr stated there was no pt compromise. Rptr stated paperwork providing more info would be included with the samples.